Event description:
Hill-rom received a report from the account stating the cover that was delivered with the progressa bed was too large and had folds on the sacrum area of the cover when backrest of the device is up. The pt acquired a sacrum bed sore. The pt is being treated by the medical staff. The bed is located at the account. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the topper covers dimensions to large causing the appearance of folds by the sacrum when the backrest is up. The hill-rom technician replaced the bed with another progressa bed. The mcm topper was also replaced as well. Based on this info, no further action is required. The reported injury is serious in nature per FDA definition. Development of pressure ulcers is multifactorial and cannot be only attribute to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions ned to minimize the risk of pressure on vulnerable areas.